Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device "was beeping" and the patient had difficulty breathing. Upon interrogation the left ventricular (lv) lead was found to have high and undefined impedance, high threshold, and intermittent capture. The lv lead was programmed off. The interrogation also found lead impedance warnings on the right ventricular (rv) lead. It was noted the rv pacing, defibrillation, and superior vena cava (svc) coil had high impedance with undefined impedance on the defibrillation and svc coil. The patient was further assessed the following week where it was noted the rv lead and lv lead had fractured. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil and superior vena cava coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.